Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report a (B)(6) female patient had a rash under both breasts. The patient's physician treated the rash with a powder, as well as removing the lifevest for the patient's stay in the hospital. Follow-up indicated that the rash was improving